Event description:
The customer reported that he was hospitalized due to low blood glucose levels, with a reading of 28 mg/dl. Prior to the event, the customer was having lunch. Once the customer got home, his blood glucose levels dropped. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump was not exposed to high magnetic fields. Found that the customer was not always using the bolus wizard feature. Advised the customer to always use the bolus wizard for more accurate bolus suggestions. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.